Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who was receiving an unknown drug of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that the patient had a possible infection and the pump was stopped last week.  It was further noted that after 48 hours, after the pump was stopped, a critical alarm was heard.  It was reviewed that if the pump is stopped for more than 48 hours, an alarm will sound. Additionally, it was reviewed how to silence the alarm using the clinician programmer.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The following was reported: "the hospital received a picture on (B)(6) 2021 of the patient with a red mark on the abdomen near the pump and a pressurepoint from within . There does not seem to be an open wound. Pnt is treated with antibiotics. When this doesn¿t work the neurosurgeon scheduled an or on (B)(6) 2021 to replace the pump to medial. Also to see if there was a deeper infection. This was not the case and the pump stayed in the patient, was only moved. After this or the surgical site kept leaking fluids (this was noticed when they wanted to remove the stitches by the general physician on (B)(6) 2021) the pnt calls the hospital about this problem on the (B)(6) -2021, then gets another prescription of antibiotics, and new stitches are placed. The surgical site keeps leaking fluids (this was noted on (B)(6) 2021) decision neurosurgeon to decrease medication for possible removal pump. During this period the pump flow/daily dose was decreased in steps and eventually not set to minimum rate but pump stop. This was mistakenly done so by a colleague of mettje hanje while she was on holiday." No programming error occurred, there was just a c ommunication error between the two physicians. The pump was stopped intentionally. Regarding factors that may have contributed to the issue, it was indicated a scratch was inflicted [while] doing household chores. The patient was on oral medication. The pump would be replaced when the wound was healed.